Event description:
Information received with return of the device notes that prior to an implant procedure, the device exhibited dashes (---) for parameters and the settings could not be repro- grammed.